Event description:
It was reported that the device could not be interrogated, and only an intermittent response was observed using a magnet. Follow-up revealed that the device was eventually interrogated, and all measurements were within normal limits. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.